Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to a low blood glucose reading of 34 mg/dl. Troubleshooting was performed, and found that the am/pm was not programmed correctly. The customer understood that she was getting the wrong basal rates at the wrong times due to the time not being correct. Nothing further was reported.